Event description:
Same case as MFR report # 3005099803-2009-00016, 3005099803-2009-00017, 3005099803-2009-00018, 3005099803-2009-00020. It was reported that while unpacking, stent damage was noticed. An rx stent/7 x 7cm had been selected. Upon opening the box which appeared undamaged, the stent appeared kinked at both ends and "so flat that it looks like you couldn't even put a wire through it." Four additional rx stent/7 x 7cm were examined and found to have the same damage noted. The devices were not used and did not come into contact with a pt.